Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 225cc saline breast prosthesis developed baker grade IV capsular contracture in her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 325cc gel breast prosthesis and an unspecified mentor gel breast prosthesis on (B)(6) 2006. The suspect medical device was discarded following explant surgery.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).